Event description:
Customer states one of the preclean needles is broken and the preclean solution spilled onto the floor and into a walkway. She states no one was hurt and no pts were affected, she had not run any pt samples yet today.

Manufacturer narrative:
The field service rep determined a misaligned preclean needle assembly to be the cause. He replaced the preclean needle and aligned assembly. He also performed a visual inspection.